Manufacturer narrative:
The reagent lot number was 91805601 with an expiration date of 31-oct-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results from the cobas pure c 303 analytical unit. The samples were repeated on the same cobas pure analyzer and another cobas pure analyzer. Example 1: the initial result was 326 u/l, and the repeat results were 285 u/l, 268 u/l, and 313 u/l. Example 2: the initial result was 368 u/l, and the repeat result was 162 u/l. Example 3: the initial result was 253 u/l, and the repeat results were 201 u/l, 257 u/l, and 278 u/l. Example 4: the initial result was 317 u/l, and the repeat results were 220 u/l, 282 u/l, and 204 u/l.